Event description:
Received from patient stating that she would like both her devices replaced as she does not feel comfortable with either, although both are working and delivering her medication as expected. Per patient, the first pump (B)(4), has a gap on the side of the machine even when in the locked position, with a little piece of plastic sticking out. She also stated that early this morning (after switching to her second pump), she tried to reset the pump, and the buttons would not respond when pushed. She stated that she had to take out the batteries and reinsert them, before the buttons would work. As for the second pump (B)(4), patient stated that one of the metal prongs in the battery compartment is corroded and she doesn't feel comfortable with it, although it is currently running without any issues. Patient denied any side effects as a result of both devices. Patient will be sent two new pumps via courier. She will also be sent a return box to send both devices back to the pharmacy. Dose or amount: 11.4 nkm, frequency: every 24 hours, route: intravenous. Dates of use: (B)(6) 2015 to ongoing. Diagnosis or reason for use: pah.